Manufacturer narrative:
One complaint sample was returned for evaluation for probe aspiration and cut failure. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product's acceptance criteria. A complaint history examination indicates there was (B)(4) other complaint for the reported issue. The complaint sample was visually inspected and deemed nonconforming. The needle was bent approximately 20 degrees. An actuation test was performed and deemed nonconforming. No actuation was observed. An aspiration test was performed and deemed conforming. A cut test was performed and deemed nonconforming. No cut was observed. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was significant resistance felt when removing the inner cutter from the needle. The inner cutter was bent. There were gouge marks at the bend area of the inner cutter. The o-rings, spacers, spring and diaphragm were all observed to be intact. The complaint evaluation does not confirm the probe had a problem with aspiration. The complaint evaluation does confirm the probe had a problem with actuation and cutting. The root cause for the probe not functioning correctly is due to the bent needle and bent inner cutter. This bend needle condition appears to have occurred during its surgical use but it is not known how the needle and cutter actually became bent. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. The probe could not have been shipped in the condition the probe was received back for evaluation as the needle would not have been able to fit into its protective cap. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a vitreous cutter presented with poor cutting with poor aspiration during a surgery. The surgery was completed. There was no patient harm.